Event description:
Customer received readings of 150mg/dl, 209mg/dl, 300mg/dl, 450mg/dl, 230mg/dl and 221mg/dl on an unspecified date and time on the adc blood glucose meter. After couple of hours of receiving high readings on the adc meter, customer was "out of breath" and was seen at the hospital where he was diagnosed with hypoglycemia and was treated with glucose via IV, aspirin and "insulin". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and test strips. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received readings of 150mg/dl, 209mg/dl, 300mg/dl, 450mg/dl, 230mg/dl and 221mg/dl on an unspecified date and time on the adc blood glucose meter. After couple of hours of receiving high readings on the adc meter, customer was "out of breath" and was seen at the hospital where he was diagnosed with hypoglycemia and was treated with glucose via IV, aspirin and "insulin". There was no report of death or permanent injury associated with this event.